Manufacturer narrative:
There were 2 devices used in the surgery and we're submitting 2 mdrs for the same event list of products involved: blade, silver bullet, 2.9mm, m4 rotat, w/irr lot no. 221527812 blade, silver bullet, 2.9mm, m4 rotat, w/irr lot no. 221527812. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that a silver bullet blade was used to trim the sinus turbinate and the piece inside the blade broke off. They replaced with another blade with the same lot number and it broke as well. An x ray was done as protocol at the end of the case to make sure nothing was in the nose; it was confirmed that nothing remained in the nose. The procedure was completed with backup product(s) with 30 mins delay. There was no patient impact. Upon follow up it was reported that x-ray was done specifically to check for fragments. The part of the blade that broke was distal tip. There were fragments detached from the broken blade that fell into the patient. The anesthesia had to delay waking the patient up so an x-ray could be performed to make sure no fragments remained in the sinuses.